Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken main tube approximately 23 mm from the distal tip. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the permanent cautery hook instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings). A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (afe): it appears that the main tube was damaged, which caused the tip to be dislodged. Although the tip still seems connected by the conductor wire, there is a potential fragment from the main tube damage.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the permanent cautery hook (pch) instrument's tip was found to be broken upon removing the instrument. The customer stated that a sound was heard while inserting the instrument during an instrument exchange. The customer used a backup instrument to continue with the procedure. There was no report of fragment falling into the patient. The procedure was completed with no reported injury. Isi followed up with the nurse and obtained the following additional information: no piece was completely detached or broken off from the part that enters the patient's anatomy. There were no patient injuries.